Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit was used for the radial head fracture case. During the open reduction internal fixation (orif) procedure, the surgeon inserted the 1.1 mm guide wire through the sleeve and measured the length for screw insertion. When drilling through the sleeve, the blade of the drill bit broke. It was found that three broken pieces were left in the patients body. Broken pieces were all removed from the patient. After that, bone reduction was done again with two k-wires, two headless compression screws (hcs), and artificial bone (granule type). The k-wire was left in the patient¿s body and the operation was completed. It was noted that the patient bone quality was good. Extra bone cutting was done which resulted in a thirty minute surgical delay. This report is for an unknown k-wire. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown k-wire. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.